Event description:
It was reported that the left ventricular (lv) lead had high pacing capture threshold. The lv lead was programmed off. The lead remains in the patient and will be assessed at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8711, intrathecal catheter, (B)(6) 2003; 8637, neuro pump, (B)(6) 2008; 8578, neuro connector, (B)(6) 2008; d314trg, implantable cardioverter defibrillator, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2001. (B)(4).